Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patch. The patient described the irritation as red and raised. There was no alleged device malfunction contributing to the irritation. The patient was advised to remove the device to allow the irritation to heal from a medical professional. Outcome of the irritation is unknown.